Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient turned her stimulation off for the night; when she turned it back on in the morning, she got a shocking sensation. The patient was typically at an amplitude of 3.5 volts for therapy. The patient's implantable neurostimulator (ins) was shut off and turned down to 2 volts before it was turned back on during a clinic visit on (B)(6) 2012 using the physician's programmer (8840). It was left at 2 volts for the rest of the day. Before going to sleep, the patient shut her ins off again using her patient programmer (pp). After she awoke and turned it on again, it returned to 3.5 volts (as read by her pp), even though she remembered it being at 2 volts. The patient confirmed that she had not increased the voltage herself. Normal impedances were measured. The patient was told to leave the stimulation on all of the time if needed and not to turn it down and off at night again. It was planned that the patient was to see her physician again a month from the report date to check on her system. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37642, serial#: (B)(4), product type: programmer, patient; product ID: 37092, lot#: 321210001, implanted: (B)(6) 2012, product type: accessory; product ID: 37085-40, serial#: (B)(4), implanted: (B)(6) 2012, product type: extension; product ID: 37085-40, serial#: (B)(4), implanted: (B)(6) 2012, product type: extension; product ID: 3387s-40, lot#: v951526, implanted: (B)(6) 2012, product type: lead; product ID: 3387s-40, lot#: v951526, implanted: (B)(6) 2012, product type: lead. (B)(4).